Event description:
The hospital reported a malfunction resulting in intermittent inability to switch to mechanical ventilation during a case. The unit was replaced and case completed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).